Manufacturer narrative:
A1, a2, thru a6, b5. B6. - b7, d9. Device available for evaluation, d9. Date returned to mfg: 14-feb-2024, h3. And h6. Evaluation codes: updated. Investigation summary: the affected device was received for evaluation. Visual inspection confirmed the front cover was broken on the left side, the microswitch was bent, the power cord was faded and worn, the quick connect was corroded, the enclosure was cracked under the quick connect, and the pcb and power switch were outdated. The tank was then filled with water, the temp check disposable was attached, the line cord was plugged in, and the power was turned on. The customer's indicated failure was confirmed as the enclosure leaked under the quick connect. The root cause was determined to be the cracked enclosure. As a result, no action was taken due to the condition of the device. It was deemed beyond economical repair and will be scrapped. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.d4. UDI.

Event description:
Additional information was received via email. The event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Event description:
It was reported that the device was leaking water. Patient involvement unknown.

Manufacturer narrative:
B3: date of event and d5: operator of device is unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.